Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen became cracked and no longer functional when the customer crashed into a rock while mountain biking. Additionally, the customer reported a low blood glucose (bg) level of 51 mg/dl; cause was unknown. The customer consumed carbohydrates to address bg. Reportedly, the customer reverted to manual injections for insulin therapy.